Event description:
Approximately 5 months ago, the patient had a zimmer femoral nail implanted. After 2.5 months, the patient felt a pop. An x-ray was completed and it was determined that the zimmer nail had broken. On approximately 2 months ago, the broken nail was removed and replaced with a new one. The broken nail is available to be returned to zimmer. Manufacturer response for femoral nail, (brand not provided) (per site reporter). Rep will pick up product and return to manufacturer.